Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fan of the louvre cover was damaged due to a bend in the louvre cover. After manually removing the bend and replacing the fans, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: b i71000531, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would intermittently make a noise. It was reported that the issue was caused by a damaged blade in the upper fan of the gantry. There was no patient present when this issue was identified.